Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 5fr d/l powerpicc catheter. The depicted device was implanted in the arm of a patient. A break was observed in the clamp on the purple-luered extension tube. Damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include mechanical damage and environmental factors affecting material properties. A lot history review (lhr) of refs0140 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after insertion of the catheter by nurse from rx, he noticed that the catheter clamp was broken. No other information was provided. On 03/17/2022: add info received on 03/09/2022. There was no need to implant another catheter. Patient remained with the catheter, the facility thought it was feasible not to expose the patient to a new procedure and we chose to tighten the clamp well and not use the route. Finally, the material is being used and so far without any problems reported by the facility.